Event description:
Abbott diabetes care (adc) received a medwatch report which reported alarm issue was reported with the adc device. A customer reported that they experienced "high blood glucose" after consuming sugary foods, which is "normal" for blood glucose to go high. A low glucose result of 50 mg/dl was obtained which caused the customer's adc device to alarm. The customer experienced symptoms described as "sleepy" and a loss of consciousness which led their spouse to check if they were still breathing. It is unknown if there was self-treatment or third party invention for the reported issue as no no additional information was provided. The customer is currently taking "9 different medications for diabetes, bipolar disorder anxiety, sleep disorders, and adhd". The customer noted that they experienced "breaking out in extremely itchy hives on my scalp, and itchy skin on my body, along with breaking out in a rash around my mouth however, these symptoms was on the sensor site location. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.